Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows auto capture on. When automatic settings are programed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, battery is still normal and above eri. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature batter depletion. The device was explanted and replaced. The patient was in stable condition.